Manufacturer narrative:
An event regarding alleged wear involving a triathlon drill bit was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection confirmed galling on the inner-faces of the drill guides and material damage and scarring of the drill bit. These damages likely resulted in the reported "drill guide cold welded with drill bit while drilling". -medical records received and evaluation: medical records are not available. -device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: based on the device identification, the complaint databases were reviewed from 2014 to present for similar reported events regarding drill bit. There have been no other events for the lot referenced. Conclusions: the investigation concluded that galling on the inner-faces of the drill guides and material damage and scarring of the drill bit likely resulted in the reported "drill guide cold welded with drill bit while drilling".

Event description:
During a primary right knee surgery, the patella drill guide cold welded with drill bit while drilling the patella. No delay or adverse consequence to the patient, surgery completed without any issue.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
During a primary right knee surgery, the patella drill guide cold welded with drill bit while drilling the patella. No delay or adverse consequence to the patient, surgery completed without any issue.